Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localized pain') and uterine prolapse ('uterine prolapse') in a 32-year-old female patient who had essure (batch no. A63343, a90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 in 2005, multi gravida, sinus tachycardia, constipation, stress incontinence (since the birth of her 3rd child), uterine prolapse and vaginal prolapse. No gastric intestinal medical history, non-smoker and non-alcohol drink. Concurrent conditions included recurrent depressive disorder since (B)(6) 2011. Family history included irritable bowel syndrome (mother). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("essure device into the left tube,the device does not enter the tube successfully"), abdominal pain lower ("right iliac fossa pain") and reflux gastritis ("reflux and gastritis"). On (B)(6) 2013, the patient experienced the first episode of anxiety ("anxiety with depression") and depression ("anxiety with depression"). In (B)(6) 2014, the patient was found to have fibroadenoma of breast ("fibroadenomas of the breast"). On (B)(6) 2014, the patient experienced back pain (with radiation) ("pain in upper back, pain radiating into arms / pain increased"). On (B)(6) 2014, the patient experienced gastrointestinal motility disorder ("change in her bowel habits and she now gets loose bowel movement alternating with constipation"), abdominal distension ("abdominal bloating") and abdominal pain ("diffuse abdominal pain/ sharp pains / worse after meals"). On (B)(6) 2014, the patient experienced back pain ("back pain"). On (B)(6) 2014, the patient experienced the first episode of irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2014, the patient experienced the second episode of irritable bowel syndrome ("irritable bowel syndrome"), menorrhagia ("menorrhagia") and constipation ("irritable bowel syndrome with predominant constipation"). On (B)(6) 2015, the patient experienced arthralgia ("shoulder pain") and neck pain ("neck pain"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"), the second episode of anxiety ("anxiety"), oropharyngeal pain ("throat pain") and costochondritis ("costochondritis"). On (B)(6) 2015, the patient experienced pain in jaw ("jaw pain"). On (B)(6) 2015, the patient experienced the first episode of breast mass ("a small lump on left upper quadrant in left breast") and lymphadenopathy ("lymphnode in her left axilla"). On (B)(6) 2015, the patient experienced axillary pain ("left axilla aches from prodding it"). On (B)(6) 2016, the patient experienced the third episode of anxiety ("anxiety"). In (B)(6) 2016, the patient experienced acne ("acne vulgaris"). On (B)(6) 2016, the patient experienced genital haemorrhage ("increase of bleeding / changing pad 3 hourly collection hematoma / heavy/abnormal bleeding") and haemorrhagic ovarian cyst ("right ovary appears to contain a hemorrhagic cyst"). On (B)(6) 2018, the patient experienced the second episode of breast mass ("lump in left breast laterality"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), dermal cyst ("tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic") and stress urinary incontinence ("stress urinary incontinence / leakage episodes") and experienced post procedural haemorrhage ("spotting at first until last two days post hysterectomy"), lasting 2 days. The patient was treated with fluoxetine, lansoprazole and surgery (essure removal via laparoscopic right salpingectomy and laparotomy and vaginal hysterectomy, anterior colporrhaphy on (B)(6) 2016). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the complication of device insertion had resolved. At the time of the report, the pelvic pain, uterine prolapse, abdominal pain lower, reflux gastritis, back pain (with radiation), gastrointestinal motility disorder, abdominal distension, abdominal pain, back pain, the last episode of irritable bowel syndrome, menorrhagia, constipation, arthralgia, neck pain, fibromyalgia, oropharyngeal pain, costochondritis, lymphadenopathy, pain in jaw, axillary pain, depression, fibroadenoma of breast, the last episode of anxiety, dermal cyst, post procedural haemorrhage, genital haemorrhage, haemorrhagic ovarian cyst, stress urinary incontinence, acne and the last episode of breast mass outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, axillary pain, back pain (with radiation), complication of device insertion, constipation, costochondritis, depression, dermal cyst, fibroadenoma of breast, fibromyalgia, gastrointestinal motility disorder, genital haemorrhage, haemorrhagic ovarian cyst, lymphadenopathy, menorrhagia, neck pain, oropharyngeal pain, pain in jaw, pelvic pain, post procedural haemorrhage, reflux gastritis, stress urinary incontinence, uterine prolapse, the first episode of anxiety, the first episode of breast mass, the first episode of irritable bowel syndrome, back pain, the second episode of anxiety, the second episode of breast mass, the second episode of irritable bowel syndrome and the third episode of anxiety to be related to essure. The reporter commented: on (B)(6) 201, during the essure placement procedure into the left tube, the device does not enter the tube successfully, the procedure was abandoned. She had the essure device deployed into her right fallopian tube in may and the clip was put on her left fallopian tube (unknown date). Since the initial procedure she has been having right iliac fossa pain and also she has been complaining of symptoms of reflux and gastritis and she request to removal of the essure. Essure removal was performed on (B)(6) 2013 via laparotomy and salpingectomy, findings during procedure uterus, tubes, ovaries, no endometriosis ¿ essure within tube thin adhesive caecum to right abdominal. She had a she had a vaginal hysterectomy, anterior colporrhaphy on (B)(6) 2016 as treatment to uterine prolapse and the surgery was straightforward without any problems and she was discharged home on day 1. On (B)(6) 2020 she complains of a lump in her left breast. She noticed this 4 weeks ago. She has had a cyst in her left breast before, but this was not aspirated. She also had told that she had a lesion diagnosed in the right breast. There is a discrepant information about the date of the essure insertion and removal (insertion - (B)(6) 2013 and (B)(6) 2014; removal: (B)(6) 2013 and (B)(6) 2014). In this case, the insertion and removal dates was not changed according to the last source document. Diagnostic results (normal ranges are provided in parenthesis if available): barium enema - on (B)(6) 2014: no significant abnormality. Endoscopy upper gastrointestinal tract - on (B)(6) 2014: normal. Gynaecological examination - on (B)(6) 2013: uterine cavity, both ostia seen.; on (B)(6) 2016: she has first to second degree cervical descent, grade 2-3 anterior and posterior vaginal wall descent. The uterus was normal sized and mobile. Patient was performing regular pelvic floor exercises and the levator tone is good.; on (B)(6) 2016: examination showed a 2nd degree utero-cervical descent with grade 1-2 anterior and grade 1 posterior anginal wall descent.. Hysteroscopy - on (B)(6) 2013: a good view of the uterine cavity was obtained. The device was successfully deployed into the right tube, right tube 4 coils visible, but unfortunately the left tube went into spasm and would not allow the device to be deployed in.. Pathology test - on (B)(6) 2013: macroscopy - fallopian tube measuring 65 mm in length. Microscopy - sections from the fallopian tube appear essentially unremarkable. There is no evidence of any malignancy. Summary - right fallopian tube - unremarkable.; on (B)(6) 2014: duodenal macroscopy - two biopsies the larger measuring 2 mm. Microscopy - these are superficial duodenal biopsies showing no evidence of coeliac disease, parasites or neoplasia.; on (B)(6) 2016: uterus and cervix macroscopy - specimen consists of uterus with cervix measuring 90 x 50 x 35 mm. Uterus on sectioning unremarkable. Microscopy - the uterus comprises secretory phase endometrium. The cervix is essentially within normal limits. No malignancy is identified. Conclusion: benign uterus and cervix.. Ultrasound breast - on (B)(6) 2016: there is a tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic site. Probable cyst from a montgomery's follicle.; on (B)(6) 2018: the ultrasound examination of the left breast in the area of concern, correspond to the palpable lump 12 o'clock position demonstrate a 10 mm cyst. Smaller other cysts identified.. Ultrasound pelvis - on (B)(6) 2014: anteverted uterus with normal endometrial thickness. Both ovaries appear normal in size, shape and echotexture. No obvious adnexal masses, free fluid or cysts seen. Normal appearances of both kidneys and urinary bladder outline.; on (B)(6) 2016: hysterectomy noted. No obvious hematoma seen within the pelvic midline. Normal left ovary. The right ovary appears to contain a hemorrhagic cyst measuring approximately 27 mm maximum diameter. There is a trace of free fluid seen surrounding this area.; on (B)(6) 2016: both ovaries demonstrate normal ultrasound appearances. No obvious adnexal masses, collections or free fluid seen. Both kidneys demonstrate normal ultrasound appearances. The urinary bladder was full and outlines normally.. Lot number: a63343 manufacturing date: 2012-10 expiration date: 2015-10-31. Lot number: a90481 manufacturing date: 2013-01 expiration date: 2016-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the insertion date and the removal date of the essure were updated, a new reporter (lawyer) was added, new as reported (localized pain and heavy/abnormal bleeding) were provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine prolapse ('uterine prolapse') in a 32-year-old female patient who had essure (batch no. A63343,a90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 in 2005, multi gravida, sinus tachycardia, constipation, stress incontinence (since the birth of her 3rd child), uterine prolapse and vaginal prolapse. No gastric intestinal medical history, non-smoker and non-alcohol drink. Concurrent conditions included recurrent depressive disorder since (B)(6) 2011. Family history included irritable bowel syndrome (mother). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("essure device into the left tube,the device does not enter the tube successfully"), abdominal pain lower (" right iliac fossa pain ") and reflux gastritis ("reflux and gastritis"). On (B)(6) 2013, the patient experienced the first episode of anxiety ("anxiety with depression") and depression ("anxiety with depression"). In (B)(6) 2014, the patient was found to have fibroadenoma of breast ("fibroadenomas of the breast"). On (B)(6) 2014, the patient experienced back pain (with radiation) ("pain in upper back, pain radiating into arms / pain increased"). On (B)(6) 2014, the patient experienced gastrointestinal motility disorder ("change in her bowel habits and she now gets loose bowel movement alternating with constipation"), abdominal distension ("abdominal bloating") and abdominal pain ("diffuse abdominal pain/ sharp pains / worse after meals"). On (B)(6) 2014, the patient experienced back pain ("back pain"). On (B)(6) 2014, the patient experienced the first episode of irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2014, the patient experienced the second episode of irritable bowel syndrome ("irritable bowel syndrome"), menorrhagia ("menorrhagia") and constipation predominant irritable bowel syndrome ("irritable bowel syndrome with predominant constipation"). On (B)(6) 2015, the patient experienced arthralgia ("shoulder pain") and neck pain ("neck pain"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"), the second episode of anxiety ("anxiety"), oropharyngeal pain ("throat pain") and costochondritis ("costochondritis"). On (B)(6) 2015, the patient experienced pain in jaw ("jaw pain"). On (B)(6) 2015, the patient experienced the first episode of breast mass ("a small lump on left upper quadrant in left breast") and lymphadenopathy ("lymphonode in her left axilla"). On (B)(6) 2015, the patient experienced axillary pain ("left axilla aches from prodding it"). On (B)(6) 2016, the patient experienced the third episode of anxiety ("anxiety"). In (B)(6) 2016, the patient experienced acne ("acne vulgaris"). On (B)(6) 2016, the patient experienced genital haemorrhage ("increase of bleeding / changing pad 3 hourly collection hematoma") and haemorrhagic ovarian cyst ("right ovary appears to contain a hemorrhagic cyst"). On (B)(6) 2018, the patient experienced the second episode of breast mass ("lump in left breast laterality"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), dermal cyst ("tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic") and stress urinary incontinence ("stress urinary incontinence / leakage episodes") and experienced post procedural haemorrhage ("spotting at first until last two days post hysterectomy"), lasting 2 days. The patient was treated with fluoxetine, lansoprazole and surgery (essure removal via laparoscopic right salpingectomy and laparotomy on (B)(6) 2013 and vaginal hysterectomy, anterior colporrapghy on (B)(6) 2016). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the complication of device insertion had resolved. At the time of the report, the pelvic pain, uterine prolapse, abdominal pain lower, reflux gastritis, back pain (with radiation), gastrointestinal motility disorder, abdominal distension, abdominal pain, back pain, the last episode of irritable bowel syndrome, menorrhagia, constipation predominant irritable bowel syndrome, arthralgia, neck pain, fibromyalgia, oropharyngeal pain, costochondritis, lymphadenopathy, pain in jaw, axillary pain, depression, fibroadenoma of breast, the last episode of anxiety, dermal cyst, post procedural haemorrhage, genital haemorrhage, haemorrhagic ovarian cyst, stress urinary incontinence, acne and the last episode of breast mass outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, axillary pain, back pain (with radiation), complication of device insertion, costochondritis, depression, dermal cyst, fibroadenoma of breast, fibromyalgia, gastrointestinal motility disorder, genital haemorrhage, haemorrhagic ovarian cyst, lymphadenopathy, menorrhagia, neck pain, oropharyngeal pain, pain in jaw, pelvic pain, post procedural haemorrhage, reflux gastritis, stress urinary incontinence, uterine prolapse, the first episode of anxiety, the first episode of breast mass, the first episode of irritable bowel syndrome, back pain, the second episode of anxiety, the second episode of breast mass, the second episode of irritable bowel syndrome, constipation predominant irritable bowel syndrome and the third episode of anxiety to be related to essure. The reporter commented: on (B)(6) 201, during the essure placement procedure into the left tube, the device does not enter the tube successfully, the procedure was abandoned. She had the essure device deployed into her right fallopian tube in may and the clip was put on her left fallopian tube (unknown date). Since the initial procedure she has been having right iliac fossa pain and also she has been complaining of symptoms of reflux and gastritis and she request to removal of the essure. Essure removal was performed on (B)(6) 2013 via laparotomy and salpingectomy, findings during procedure uterus, tubes, ovaries, no endometriosis ¿ essure within tube thin adhesive caecum to right abdominal. She had a she had a vaginal hysterectomy, anterior colporrapghy on (B)(6) 2016 as treatment to uterine prolapse and the surgery was straightforward without any problems and she was discharged home on day 1. On (B)(6) 2020 she complains of a lump in her left breast. She noticed this 4 weeks ago. She has had a cyst in her left breast before, but this was not aspirated. She also had told that she had a lesion diagnosed in the right breast. Diagnostic results (normal ranges are provided in parenthesis if available): barium enema - on (B)(6) 2014: no significant abnormality. Endoscopy upper gastrointestinal tract - on (B)(6) 2014: normal. Gynaecological examination - on (B)(6) 2013: uterine cavity, both ostia seen.; on (B)(6) 2016: she has first to second degree cervical descent, grade 2-3 anterior and posterior vaginal wall descent. The uterus was normal sized and mobile. Patient was performing regular pelvic floor exercises and the levator tone is good.; on (B)(6) 2016: examination showed a 2nd degree utero-cervical descent with grade 1-2 anterior and grade 1 posterior aginal wall descent. Hysteroscopy - on (B)(6) 2013: a good view of the uterine cavity was obtained. The device was successfully deployed into the right tube, right tube 4 coils visible, but unfortunately the left tube went into spasm and would not allow the device to be deployed in.. Pathology test - on (B)(6) 2013: macroscopy - fallopian tube measuring 65 mm in length. Microscopy - sections from the fallopian tube appear essentially unremarkable. There is no evidence of any malignancy. Summary - right fallopian tube - unremarkable.; on (B)(6) 2014: duodenal macroscopy - two biopsies the larger measuring 2 mm. Microscopy - these are superficial duodenal biopsies showing no evidence of coeliac disease, parasites or neoplasia.; on (B)(6) 2016: uterus and cervix macroscopy - specimen consists of uterus with cervix measuring 90 x 50 x 35 mm. Uterus on sectioning unremarkable. Microscopy - the uterus comprises secretory phase endometrium. The cervix is essentially within normal limits. No malignancy is identified. Conclusion: benign uterus and cervix.. Ultrasound breast - on (B)(6) 2016: there is a tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic site. Probable cyst from a montgomery's follicle.; on (B)(6) 2018: the ultrasound examination of the left breast in the area of concern, correspond to the palpable lump 12 o'clock position demonstrate a 10 mm cyst. Smaller other cysts identified.. Ultrasound pelvis - on (B)(6) 2014: anteverted uterus with normal endometrial thickness. Both ovaries appear normal in size, shape and echotexture. No obvious adnexal masses, free fluid or cysts seen. Normal appearances of both kidneys and urinary bladder outline.; on (B)(6) 2016: hysterectomy noted. No obvious hematoma seen within the pelvic midline. Normal left ovary.the right ovary appears to contain a hemorrhagic cyst measuring approximately 27 mm maximum diameter. There is a trace of free fluid seen surrounding this area.; on (B)(6) 2016: both ovaries demonstrate normal ultrasound appearances. No obvious adnexal masses, collections or free fluid seen. Both kidneys demonstrate normal ultrasound appearances. The urinary bladder was full and outlines normally.. Lot number: a63343. Manufacturing date: 2012-10. Expiration date: 2015-10-31. Lot number: a90481. Manufacturing date: 2013-01. Expiration date: 2016-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine prolapse ('uterine prolapse') in a 32-year-old female patient who had essure (batch no. A63343/a90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 in 2005, multi gravida, sinus tachycardia, constipation, stress incontinence (since the birth of her 3rd child), uterine prolapse and vaginal prolapse. No gastric intestinal medical history, non-smoker and non-alcohol drink. Concurrent conditions included recurrent depressive disorder since (B)(6) 2011. Family history included irritable bowel syndrome (mother). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("essure device into the left tube,the device does not enter the tube successfully"), abdominal pain lower (" right iliac fossa pain ") and reflux gastritis ("reflux and gastritis"). On (B)(6) 2013, the patient experienced the first episode of anxiety ("anxiety with depression") and depression ("anxiety with depression"). In (B)(6) 2014, the patient was found to have fibroadenoma of breast ("fibroadenomas of the breast"). On (B)(6) 2014, the patient experienced back pain (with radiation) ("pain in upper back, pain radianting into arms / pain increased"). On (B)(6) 2014, the patient experienced gastrointestinal motility disorder ("change in her bowel habits and she now gets loose bowel movement alternating with constipation"), abdominal distension ("abdominal bloating") and abdominal pain ("diffuse abdominal pain/ sharp pains / worse after meals"). On (B)(6) 2014, the patient experienced back pain ("back pain"). On (B)(6) 2014, the patient experienced the first episode of irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2014, the patient experienced the second episode of irritable bowel syndrome ("irritable bowel syndrome"), menorrhagia ("menorrhagia") and constipation predominant irritable bowel syndrome ("irritable bowel syndrome with predominant constipation"). On (B)(6) 2015, the patient experienced arthralgia ("shoulder pain") and neck pain ("neck pain"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"), the second episode of anxiety ("anxiety"), oropharyngeal pain ("throat pain") and costochondritis ("costochondritis"). On (B)(6) 2015, the patient experienced pain in jaw ("jaw pain"). On (B)(6) 2015, the patient experienced the first episode of breast mass ("a small lump on left upper quadrant in left breast") and lymphadenopathy ("lymphonode in her left axilla"). On (B)(6) 2015, the patient experienced axillary pain ("left axilla aches from prodding it"). On (B)(6) 2016, the patient experienced the third episode of anxiety ("anxiety"). In (B)(6) 2016, the patient experienced acne ("acne vulgaris"). On (B)(6) 2016, the patient experienced genital haemorrhage ("increase of bleeding / changing pad 3 hourly collection hematoma") and haemorrhagic ovarian cyst ("right ovary appears to contain a hemorrhagic cyst"). On (B)(6) 2018, the patient experienced the second episode of breast mass ("lump in left breast laterality"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), dermal cyst ("tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic") and stress urinary incontinence ("stress urinary incontinence / leakage episodes") and experienced post procedural haemorrhage ("spotting at first until last two days post hysterectomy"), lasting 2 days. The patient was treated with fluoxetine, lansoprazole and surgery (essure removal via laparoscopic right salpingectomy and laparotomy on (B)(6) 2013 and vaginal hysterectomy, anterior colporrapghy on (B)(6) 2016). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the complication of device insertion had resolved. At the time of the report, the pelvic pain, uterine prolapse, abdominal pain lower, reflux gastritis, back pain (with radiation), gastrointestinal motility disorder, abdominal distension, abdominal pain, back pain, the last episode of irritable bowel syndrome, menorrhagia, constipation predominant irritable bowel syndrome, arthralgia, neck pain, fibromyalgia, oropharyngeal pain, costochondritis, lymphadenopathy, pain in jaw, axillary pain, depression, fibroadenoma of breast, the last episode of anxiety, dermal cyst, post procedural haemorrhage, genital haemorrhage, haemorrhagic ovarian cyst, stress urinary incontinence, acne and the last episode of breast mass outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, axillary pain, back pain (with radiation), complication of device insertion, costochondritis, depression, dermal cyst, fibroadenoma of breast, fibromyalgia, gastrointestinal motility disorder, genital haemorrhage, haemorrhagic ovarian cyst, lymphadenopathy, menorrhagia, neck pain, oropharyngeal pain, pain in jaw, pelvic pain, post procedural haemorrhage, reflux gastritis, stress urinary incontinence, uterine prolapse, the first episode of anxiety, the first episode of breast mass, the first episode of irritable bowel syndrome, back pain, the second episode of anxiety, the second episode of breast mass, the second episode of irritable bowel syndrome, constipation predominant irritable bowel syndrome and the third episode of anxiety to be related to essure. The reporter commented: on (B)(6) 201, during the essure placement procedure into the left tube, the device does not enter the tube successfully, the procedure was abandoned. She had the essure device deployed into her right fallopian tube in may and the clip was put on her left fallopian tube (unknown date). Since the initial procedure she has been having right iliac fossa pain and also she has been complaining of symptoms of reflux and gastritis and she request to removal of the essure. Essure removal was performed on (B)(6) 2013 via laparotomy and salpingectomy, findings during procedure uterus, tubes, ovaries, no endometriosis ¿ essure within tube thin adhesive caecum to right abdominal. She had a she had a vaginal hysterectomy, anterior colporrapghy on (B)(6) 2016 as treatment to uterine prolapse and the the surgery was straightforward without any problems and she was discharged home on day 1. On (B)(6) 2020 she complains of a lump in her left breast. She noticed this 4 weeks ago. She has had a cyst in her left breast before, but this was not aspirated. She also had told that she had a lesion diagnosed in the right breast. Diagnostic results (normal ranges are provided in parenthesis if available): barium enema - on (B)(6) 2014: no significant abnormality. Endoscopy upper gastrointestinal tract - on (B)(6) 2014: normal. Gynaecological examination - on (B)(6) 2013: uterine cavity, both ostia seen.; on (B)(6) 2016: she has first to second degree cervical descent, grade 2-3 anterior and posterior vaginal wall descent. The uterus was normal sized and mobile. Patient was performing regular pelvic floor exercises and the levator tone is good.; on (B)(6) 2016: examination showed a 2nd degree utero-cervical descent with grade 1-2 anterior and grade 1 posterior aginal wall descent. Hysteroscopy - on (B)(6) 2013: a good view of the uterine cavity was obtained. The device was successfully deployed into the right tube, right tube 4 coils visible, but unfortunately the left tube went into spasm and would not allow the device to be deployed in.. Pathology test - on (B)(6) 2013: macroscopy - fallopian tube measuring 65 mm in length. Microscopy - sections from the fallopian tube appear essentially unremarkable. There is no evidence of any malignancy. Summary - right fallopian tube - unremarkable.; on (B)(6) 2014: duodenal macroscopy - two biopsies the larger measuring 2 mm. Microscopy - these are superficial duodenal biopsies showing no evidence of coeliac disease, parasites or neoplasia.; on (B)(6) 2016: uterus and cervix macroscopy - specimen consists of uterus with cervix measuring 90 x 50 x 35 mm. Uterus on sectioning unremarkable. Microscopy - the uterus comprises secretory phase endometrium. The cervix is essentially within normal limits. No malignancy is identified. Conclusion: benign uterus and cervix.. Ultrasound breast - on (B)(6) 2016: there is a tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic site. Probable cyst from a montgomery's follicle.; on (B)(6) 2018: the ultrasound examination of the left breast in the area of concern, correspond to the palpable lump 12 o'clock position demonstrate a 10 mm cyst. Smaller other cysts identified.. Ultrasound pelvis - on (B)(6) 2014: anteverted uterus with normal endometrial thickness. Both ovaries appear normal in size, shape and echotexture. No obvious adnexal masses, free fluid or cysts seen. Normal appearances of both kidneys and urinary bladder outline.; on (B)(6) 2016: hysterectomy noted. No obvious hematoma seen within the pelvic midline. Normal left ovary.the right ovary appears to contain a hemorrhagic cyst measuring approximately 27 mm maximum diameter. There is a trace of free fluid seen surrounding this area.; on (B)(6) 2016: both ovaries demonstrate normal ultrasound appearances. No obvious adnexal masses, collections or free fluid seen. Both kidneys demonstrate normal ultrasound appearances. The urinary bladder was full and outlines normally. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿irritable bowel syndrome with complication menorrhagia" was recoded to the meddra llt: menorrhagia and was reworded to it as it would better fit the intended as reported in source document. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localized pain") and uterine prolapse ("uterine prolapse") in a 32 year-old female patient who had essure inserted (lot no. A63343, a90481) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("essure device into the left tube,the device does not enter the tube successfully" on (B)(6) 2013). The patient had a medical history of parity 3 in 2005 and ovarian cyst, breast lump, genital prolapse, anxiety, fibromyalgia, abdominal pain, breast pain, pelvic pain, infection nos, gastrointestinal ischemia, fallopian tube spasm, vaginal prolapse, uterine prolapse, stress incontinence (since the birth of her 3rd child), constipation, sinus tachycardia and multi gravida. No gastric intestinal medical history, non-smoker and non-alcohol drink. The patient had a family history of irritable bowel syndrome (mother). As concurrent condition the report mentioned recurrent depressive disorder since 2011. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain lower ("right iliac fossa pain") and reflux gastritis ("reflux and gastritis"). On (B)(6) 2013 she experienced a first episode of anxiety ("anxiety with depression") and depression ("anxiety with depression"). In (B)(6) 2014 she was found to have fibroadenoma of breast ("fibroadenomas of the breast"). On (B)(6) 2014 she experienced back pain (with radiation) ("pain in upper back, pain radianting into arms / pain increased"). On (B)(6) 2014 she experienced gastrointestinal motility disorder ("change in her bowel habits and she now gets loose bowel movement alternating with constipation"), abdominal distension ("abdominal bloating") and abdominal pain ("diffuse abdominal pain/ sharp pains / worse after meals"). On (B)(6) 2014 she experienced back pain ("back pain"). On (B)(6) 2014 she experienced a first episode of irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2014 she experienced a second episode of irritable bowel syndrome ("irritable bowel syndrome"), heavy menstrual bleeding ("menorrhagia") and constipation ("irritable bowel syndrome with predominant constipation"). On (B)(6) 2015 she experienced arthralgia ("shoulder pain") and neck pain ("neck pain"). On (B)(6) 2015 she experienced fibromyalgia ("fibromyalgia"), a second episode of anxiety ("anxiety"), oropharyngeal pain ("throat pain") and costochondritis ("costochondritis"). On (B)(6) 2015 she experienced pain in jaw ("jaw pain"). On (B)(6) 2015 she experienced a first episode of breast mass ("a small lump on left upper quadrant in left breast") and lymphadenopathy ("lymphonode in her left axilla"). On (B)(6) 2015 she experienced axillary pain ("left axilla aches from prodding it"). On (B)(6) 2016 she experienced a third episode of anxiety ("anxiety"). In (B)(6) 2016 she experienced acne ("acne vulgaris"). On (B)(6) 2016 she experienced genital haemorrhage ("increase of bleeding / changing pad 3 hourly collection hematoma / heavy/abnormal bleeding") and haemorrhagic ovarian cyst ("right ovary appears to contain a hemorrhagic cyst"). On (B)(6) 2018 she experienced a second episode of breast mass ("lump in left breast laterality"). At an unknown time, she experienced pelvic pain (seriousness criteria medically important and intervention required), uterine prolapse (seriousness criterion medically important), dermal cyst ("tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic"), post procedural haemorrhage ("spotting at first until last two days post hysterectomy") and stress urinary incontinence ("stress urinary incontinence / leakage episodes"). The patient was treated with lansoprazole and fluoxetine as well as surgery (essure removal via laparoscopic right salpingectomy and laparotomy and vaginal hysterectomy, anterior colporrapghy on (B)(6) 2016). At the time of the report, the outcomes for the remaining events or their latest episodes were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, the first episode of anxiety, the second episode of anxiety, the third episode of anxiety, arthralgia, axillary pain, back pain (with radiation), back pain, the first episode of breast mass, the second episode of breast mass, constipation, costochondritis, depression, dermal cyst, fibroadenoma of breast, fibromyalgia, gastrointestinal motility disorder, genital haemorrhage, haemorrhagic ovarian cyst, heavy menstrual bleeding, the first episode of irritable bowel syndrome, the second episode of irritable bowel syndrome, lymphadenopathy, neck pain, oropharyngeal pain, pain in jaw, pelvic pain, post procedural haemorrhage, reflux gastritis, stress urinary incontinence and uterine prolapse to be related to essure administration. The reporter commented: on (B)(6), during the essure placement procedure into the left tube, the device does not enter the tube successfully, the procedure was abandoned. She had the essure device deployed into her right fallopian tube in (B)(6) and the clip was put on her left fallopian tube (unknown date). Since the initial procedure she has been having right iliac fossa pain and also she has been complaining of symptoms of reflux and gastritis and she request to removal of the essure. Essure removal was performed on (B)(6) 2013 via laparotomy and salpingectomy, findings during procedure uterus, tubes, ovaries, no endometriosis ¿ essure within tube thin adhesive caecum to right abdominal. She had a she had a vaginal hysterectomy, anterior colporrapghy on (B)(6) 2016 as treatment to uterine prolapse and the the surgery was straightforward without any problems and she was discharged home on day 1. On (B)(6) 2020 she complains of a lump in her left breast. She noticed this 4 weeks ago. She has had a cyst in her left breast before, but this was not aspirated. She also had told that she had a lesion diagnosed in the right breast. There is a discrepant information about the date of the essure insertion and removal (insertion - (B)(6) 2013 and (B)(6) 2014; removal: (B)(6) 2013 and (B)(6) 2014). In this case, the insertion and removal dates was not changed according to the last source document. Insertion date discribancy - (B)(6) 2013 to (B)(6) 2014. Patient dob updated from (B)(6) 1981. Patient had hysterectomy and pelvic floor repair done for prolapse on (B)(6) 2016. Ethnicity: british or mixed british hysteroctomy. Diagnostic results (normal ranges are provided in parenthesis if available): [barium enema] on (B)(6) 2014: no significant abnormality [endoscopy upper gastrointestinal tract] on (B)(6) 2014: normal. [Gynaecological examination] on 23-may-2013: uterine cavity, both ostia seen.; on (B)(6) 2016: she has first to second degree cervical descent, grade 2-3 anterior and posterior vaginal wall descent. The uterus was normal sized and mobile. Patient was performing regular pelvic floor exercises and the levator tone is good.; on (B)(6) 2016: examination showed a 2nd degree utero-cervical descent with grade 1-2 anterior and grade 1 posterior aginal wall descent. [Hysteroscopy] on (B)(6) 2013: a good view of the uterine cavity was obtained. The device was successfully deployed into the right tube, right tube 4 coils visible, but unfortunately the left tube went into spasm and would not allow the device to be deployed in. [Pathology test] on (B)(6) 2013: macroscopy - fallopian tube measuring 65 mm in length. Microscopy - sections from the fallopian tube appear essentially unremarkable. There is no evidence of any malignancy. Summary - right fallopian tube - unremarkable.; on (B)(6) 2014: duodenal. Macroscopy - two biopsies the larger measuring 2 mm. Microscopy - these are superficial duodenal biopsies showing no evidence of coeliac disease, parasites or neoplasia.; on (B)(6) 2016: uterus and cervix macroscopy - specimen consists of uterus with cervix measuring 90 x 50 x 35 mm. Uterus on sectioning unremarkable. Microscopy - the uterus comprises secretory phase endometrium. The cervix is essentially within normal limits. No malignancy is identified. Conclusion: benign uterus and cervix. [Ultrasound breast] on (B)(6) 2016: there is a tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic site. Probable cyst from a montgomery's follicle.; on (B)(6) 2018: the ultrasound examination of the left breast in the area of concern, correspond to the palpable lump 12 o'clock position demonstrate a 10 mm cyst. Smaller other cysts identified.; on (B)(6) 2020: ultrasound right breast in area of concern in rliq shows vague ill-defined area of 5.5 mm x 5 mm. M2 u2/3.ultrasound guided core biopsy done with 14g needle, 2 cores obtained. Post biopsy marker placed under ultrasound guidance. No pathological nodes in right axilla. Moderately dense breasts.m2 left [ultrasound breast] on (B)(6) 2016: there is a tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic site. Probable cyst from a montgomery's follicle.; on (B)(6) 2018: the ultrasound examination of the left breast in the area of concern, correspond to the palpable lump 12 o'clock position demonstrate a 10 mm cyst. Smaller other cysts identified.; on (B)(6) 2020: ultrasound right breast in area of concern in rliq shows vague ill-defined area of 5.5 mm x 5 mm. M2 u2/3.ultrasound guided core biopsy done with 14g needle, 2 cores obtained. Post biopsy marker placed under ultrasound guidance. No pathological nodes in right axilla. Moderately dense breasts.m2 left [ultrasound pelvis] on (B)(6) 2014: anteverted uterus with normal endometrial thickness. Both ovaries appear normal in size, shape and echotexture. No obvious adnexal masses, free fluid or cysts seen. Normal appearances of both kidneys and urinary bladder outline.; on (B)(6) 2016: hysterectomy noted. No obvious hematoma seen within the pelvic midline. Normal left ovary.the right ovary appears to contain a hemorrhagic cyst measuring approximately 27 mm maximum diameter. There is a trace of free fluid seen surrounding this area.; on (B)(6) 2016: both ovaries demonstrate normal ultrasound appearances. No obvious adnexal masses, collections or free fluid seen. Both kidneys demonstrate normal ultrasound appearances. The urinary bladder was full and outlines normally. Lot number: a63343, manufacturing date: 2012-10, expiration date: 2015-10-31; lot number: a90481, manufacturing date: 2013-01, expiration date: 2016-01-31. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: reporters,medical history,lab data,patient information,lot no.,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localized pain") and uterine prolapse ("uterine prolapse") in a 32 year-old female patient who had essure inserted (lot no. A63343, a90481) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("essure device into the left tube,the device does not enter the tube successfully" on 04-jul-2013). The patient had a medical history of parity 3 in 2005 and ovarian cyst, breast lump, genital prolapse, anxiety, fibromyalgia, abdominal pain, breast pain, pelvic pain, infection nos, gastrointestinal ischemia, fallopian tube spasm, vaginal prolapse, uterine prolapse, stress incontinence (since the birth of her 3rd child), constipation, sinus tachycardia and multi gravida. No gastric intestinal medical history, non-smoker and non-alcohol drink. The patient had a family history of irritable bowel syndrome (mother). As concurrent condition the report mentioned recurrent depressive disorder since 2011. On 04-jul-2013, the patient had essure inserted. On 04-jul-2013, the day of essure insertion, she experienced abdominal pain lower ("right iliac fossa pain") and reflux gastritis ("reflux and gastritis"). On 18-sep-2013 she experienced a first episode of anxiety ("anxiety with depression") and depression ("anxiety with depression"). In january 2014 she was found to have fibroadenoma of breast ("fibroadenomas of the breast"). On 10-feb-2014 she experienced back pain (with radiation) ("pain in upper back, pain radianting into arms / pain increased"). On 16-jul-2014 she experienced gastrointestinal motility disorder ("change in her bowel habits and she now gets loose bowel movement alternating with constipation"), abdominal distension ("abdominal bloating") and abdominal pain ("diffuse abdominal pain/ sharp pains / worse after meals"). On 10-oct-2014 she experienced back pain ("back pain"). On 16-nov-2014 she experienced a first episode of irritable bowel syndrome ("irritable bowel syndrome"). On 25-nov-2014 she experienced a second episode of irritable bowel syndrome ("irritable bowel syndrome"), heavy menstrual bleeding ("menorrhagia") and constipation ("irritable bowel syndrome with predominant constipation"). On 08-apr-2015 she experienced arthralgia ("shoulder pain") and neck pain ("neck pain"). On 14-aug-2015 she experienced fibromyalgia ("fibromyalgia"), a second episode of anxiety ("anxiety"), oropharyngeal pain ("throat pain") and costochondritis ("costochondritis"). On 17-aug-2015 she experienced pain in jaw ("jaw pain"). On 07-oct-2015 she experienced a first episode of breast mass ("a small lump on left upper quadrant in left breast") and lymphadenopathy ("lymphonode in her left axilla"). On 07-nov-2015 she experienced axillary pain ("left axilla aches from prodding it"). On 27-jan-2016 she experienced a third episode of anxiety ("anxiety"). In september 2016 she experienced acne ("acne vulgaris"). On 16-oct-2016 she experienced genital haemorrhage ("increase of bleeding / changing pad 3 hourly collection hematoma / heavy/abnormal bleeding") and haemorrhagic ovarian cyst ("right ovary appears to contain a hemorrhagic cyst"). On 11-jan-2018 she experienced a second episode of breast mass ("lump in left breast laterality"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), uterine prolapse (seriousness criterion medically important), dermal cyst ("tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic"), post procedural haemorrhage ("spotting at first until last two days post hysterectomy") and stress urinary incontinence ("stress urinary incontinence / leakage episodes"). The patient was treated with lansoprazole and fluoxetine as well as surgery (essure removal via laparoscopic right salpingectomy and laparotomy and vaginal hysterectomy, anterior colporrapghy on 20-sep-2016). At the time of the report, the outcomes for the remaining events or their latest episodes were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, the first episode of anxiety, the second episode of anxiety, the third episode of anxiety, arthralgia, axillary pain, back pain (with radiation), back pain, the first episode of breast mass, the second episode of breast mass, constipation, costochondritis, depression, dermal cyst, fibroadenoma of breast, fibromyalgia, gastrointestinal motility disorder, genital haemorrhage, haemorrhagic ovarian cyst, heavy menstrual bleeding, the first episode of irritable bowel syndrome, the second episode of irritable bowel syndrome, lymphadenopathy, neck pain, oropharyngeal pain, pain in jaw, pelvic pain, post procedural haemorrhage, reflux gastritis, stress urinary incontinence and uterine prolapse to be related to essure administration. The reporter commented: on 04-jul-201, during the essure placement procedure into the left tube, the device does not enter the tube successfully, the procedure was abandoned. She had the essure device deployed into her right fallopian tube in may and the clip was put on her left fallopian tube (unknown date). Since the initial procedure she has been having right iliac fossa pain and also she has been complaining of symptoms of reflux and gastritis and she request to removal of the essure. Essure removal was performed on 12-dez-2013 via laparotomy and salpingectomy, findings during procedure uterus, tubes, ovaries, no endometriosis ¿ essure within tube thin adhesive caecum to right abdominal. She had a she had a vaginal hysterectomy, anterior colporrapghy on 20-sep-2016 as treatment to uterine prolapse and the the surgery was straightforward without any problems and she was discharged home on day 1. On 09-mar-2020 she complains of a lump in her left breast. She noticed this 4 weeks ago. She has had a cyst in her left breast before, but this was not aspirated. She also had told that she had a lesion diagnosed in the right breast. There is a discrepant information about the date of the essure insertion and removal (insertion - 04-jul-2013 and 07-jul-2014; removal: 12-dez-2013 and 12-dez-2014). In this case, the insertion and removal dates was not changed according to the last source document. Insertion date discribancy - 04-jul-2013 to 07-jul-2014 patient dob updated from 13-mar-1981 to 23-mar-1981 patient had hysterectomy and pelvic floor repair done for prolapse on 20sep2016. Ethnicity: british or mixed british hysteroctomy. Diagnostic results (normal ranges are provided in parenthesis if available): [barium enema] on 19-sep-2014: no significant abnormality [endoscopy upper gastrointestinal tract] on 31-jul-2014: normal [gynaecological examination] on 23-may-2013: uterine cavity, both ostia seen.; on 21-apr-2016: she has first to second degree cervical descent, grade 2-3 anterior and posterior vaginal wall descent. The uterus was normal sized and mobile. Patient was performing regular pelvic floor exercises and the levator tone is good.; on 20-sep-2016: examination showed a 2nd degree utero-cervical descent with grade 1-2 anterior and grade 1 posterior aginal wall descent. [Hysteroscopy] on 23-mar-2013: a good view of the uterine cavity was obtained. The device was successfully deployed into the right tube, right tube 4 coils visible, but unfortunately the left tube went into spasm and would not allow the device to be deployed in. [Pathology test] on 12-dec-2013: macroscopy - fallopian tube measuring 65 mm in length. Microscopy - sections from the fallopian tube appear essentially unremarkable. There is no evidence of any malignancy. Summary - right fallopian tube - unremarkable.; on 07-sep-2014: duodenal macroscopy - two biopsies the larger measuring 2 mm. Microscopy - these are superficial duodenal biopsies showing no evidence of coeliac disease, parasites or neoplasia.; on 20-sep-2016: uterus and cervix macroscopy - specimen consists of uterus with cervix measuring 90 x 50 x 35 mm. Uterus on sectioning unremarkable. Microscopy - the uterus comprises secretory phase endometrium. The cervix is essentially within normal limits. No malignancy is identified. Conclusion: benign uterus and cervix. [Ultrasound breast] on 20-jun-2016: there is a tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic site. Probable cyst from a montgomery's follicle.; on 03-sep-2018: the ultrasound examination of the left breast in the area of concern, correspond to the palpable lump 12 o'clock position demonstrate a 10 mm cyst. Smaller other cysts identified.; on 16-sep-2020: ultrasound right breast in area of concern in rliq shows vague ill-defined area of 5.5 mm x 5 mm. M2 u2/3.ultrasound guided core biopsy done with 14g needle, 2 cores obtained. Post biopsy marker placed under ultrasound guidance. No pathological nodes in right axilla. Moderately dense breasts.m2 left [ultrasound breast] on 20-jun-2016: there is a tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic site. Probable cyst from a montgomery's follicle.; on 03-sep-2018: the ultrasound examination of the left breast in the area of concern, correspond to the palpable lump 12 o'clock position demonstrate a 10 mm cyst. Smaller other cysts identified.; on 16-sep-2020: ultrasound right breast in area of concern in rliq shows vague ill-defined area of 5.5 mm x 5 mm. M2 u2/3.ultrasound guided core biopsy done with 14g needle, 2 cores obtained. Post biopsy marker placed under ultrasound guidance. No pathological nodes in right axilla. Moderately dense breasts.m2 left [ultrasound pelvis] on 11-oct-2014: anteverted uterus with normal endometrial thickness. Both ovaries appear normal in size, shape and echotexture. No obvious adnexal masses, free fluid or cysts seen. Normal appearances of both kidneys and urinary bladder outline.; on 16-oct-2016: hysterectomy noted. No obvious hematoma seen within the pelvic midline. Normal left ovary.the right ovary appears to contain a hemorrhagic cyst measuring approximately 27 mm maximum diameter. There is a trace of free fluid seen surrounding this area.; on 26-oct-2016: both ovaries demonstrate normal ultrasound appearances. No obvious adnexal masses, collections or free fluid seen. Both kidneys demonstrate normal ultrasound appearances. The urinary bladder was full and outlines normally. Lot number: a63343 expiration date: 2015-10-31 lot number: a90481 expiration date: 2016-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/localized pain") and uterine prolapse ("uterine prolapse") in a 32 year-old female patient who had essure inserted (lot no. A63343, a90481) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("essure device into the left tube,the device does not enter the tube successfully" on (B)(6) 2013). The patient had a medical history of parity 3 in 2005 and ovarian cyst, breast lump, genital prolapse, anxiety, fibromyalgia, abdominal pain, breast pain, pelvic pain, infection nos, gastrointestinal ischemia, fallopian tube spasm, vaginal prolapse, uterine prolapse, stress incontinence (since the birth of her 3rd child), constipation, sinus tachycardia and multi gravida. No gastric intestinal medical history, non-smoker and non-alcohol drink. The patient had a family history of irritable bowel syndrome (mother). As concurrent condition the report mentioned recurrent depressive disorder since 2011. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced abdominal pain lower ("right iliac fossa pain") and reflux gastritis ("reflux and gastritis"). On (B)(6) 2013, she experienced a first episode of anxiety ("anxiety with depression") and depression ("anxiety with depression"). In (B)(6) 2014, she was found to have fibroadenoma of breast ("fibroadenomas of the breast"). On (B)(6) 2014, she experienced back pain (with radiation) ("pain in upper back, pain radiating into arms/pain increased"). On (B)(6) 2014, she experienced gastrointestinal motility disorder ("change in her bowel habits and she now gets loose bowel movement alternating with constipation"), abdominal distension ("abdominal bloating") and abdominal pain ("diffuse abdominal pain/ sharp pains/worse after meals"). On (B)(6) 2014, she experienced back pain ("back pain"). On (B)(6) 2014, she experienced a first episode of irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2014, she experienced a second episode of irritable bowel syndrome ("irritable bowel syndrome"), heavy menstrual bleeding ("menorrhagia") and constipation ("irritable bowel syndrome with predominant constipation"). On (B)(6) 2015, she experienced arthralgia ("shoulder pain") and neck pain ("neck pain"). On (B)(6) 2015, she experienced fibromyalgia ("fibromyalgia"), a second episode of anxiety ("anxiety"), oropharyngeal pain ("throat pain") and costochondritis ("costochondritis"). On (B)(6) 2015, she experienced pain in jaw ("jaw pain"). On (B)(6) 2015, she experienced a first episode of breast mass ("a small lump on left upper quadrant in left breast") and lymphadenopathy ("lymphonode in her left axilla"). On (B)(6) 2015, she experienced axillary pain ("left axilla aches from prodding it"). On (B)(6) 2016, she experienced a third episode of anxiety ("anxiety"). In (B)(6) 2016, she experienced acne ("acne vulgaris"). On (B)(6) 2016, she experienced genital haemorrhage ("increase of bleeding/changing pad 3 hourly collection hematoma / heavy/abnormal bleeding") and haemorrhagic ovarian cyst ("right ovary appears to contain a hemorrhagic cyst"). On (B)(6) 2018, she experienced a second episode of breast mass ("lump in left breast laterality"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), uterine prolapse (seriousness criterion medically important), dermal cyst ("tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic"), post procedural haemorrhage ("spotting at first until last two days post hysterectomy") and stress urinary incontinence ("stress urinary incontinence/leakage episodes"). The patient was treated with lansoprazole and fluoxetine as well as surgery (essure removal via laparoscopic right salpingectomy and laparotomy and vaginal hysterectomy, anterior colporrapghy on (B)(6) 2016). At the time of the report, the outcomes for uterine prolapse, abdominal pain lower, reflux gastritis, back pain (with radiation), gastrointestinal motility disorder, abdominal distension, abdominal pain, back pain, heavy menstrual bleeding, constipation, arthralgia, neck pain, fibromyalgia, oropharyngeal pain, costochondritis, lymphadenopathy, pain in jaw, axillary pain, depression, fibroadenoma of breast, dermal cyst, post procedural haemorrhage, genital haemorrhage, haemorrhagic ovarian cyst, stress urinary incontinence, acne, the last episode of irritable bowel syndrome, the last episode of breast mass and the last episode of anxiety were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, the first episode of anxiety, the second episode of anxiety, the third episode of anxiety, arthralgia, axillary pain, back pain (with radiation), back pain, the first episode of breast mass, the second episode of breast mass, constipation, costochondritis, depression, dermal cyst, fibroadenoma of breast, fibromyalgia, gastrointestinal motility disorder, genital haemorrhage, haemorrhagic ovarian cyst, heavy menstrual bleeding, the first episode of irritable bowel syndrome, the second episode of irritable bowel syndrome, lymphadenopathy, neck pain, oropharyngeal pain, pain in jaw, pelvic pain, post procedural haemorrhage, reflux gastritis, stress urinary incontinence and uterine prolapse to be related to essure administration. The reporter commented: on (B)(6), during the essure placement procedure into the left tube, the device does not enter the tube successfully, the procedure was abandoned. She had the essure device deployed into her right fallopian tube in may and the clip was put on her left fallopian tube (unknown date). Since the initial procedure she has been having right iliac fossa pain and also she has been complaining of symptoms of reflux and gastritis and she request to removal of the essure. Essure removal was performed on (B)(6) 2013 via laparotomy and salpingectomy, findings during procedure uterus, tubes, ovaries, no endometriosis ¿ essure within tube thin adhesive caecum to right abdominal. She had a she had a vaginal hysterectomy, anterior colporrhaphy on (B)(6) 2016 as treatment to uterine prolapse and the surgery was straightforward without any problems and she was discharged home on day 1. On (B)(6) 2020, she complains of a lump in her left breast. She noticed this 4 weeks ago. She has had a cyst in her left breast before, but this was not aspirated. She also had told that she had a lesion diagnosed in the right breast. There is a discrepant information about the date of the essure insertion and removal (insertion: (B)(6) 2013 and (B)(6) 2014; removal: (B)(6) 2013 and (B)(6) 2014). In this case, the insertion and removal dates was not changed according to the last source document. Insertion date discrepancy: (B)(6) 2013 to (B)(6) 2014. Patient dob updated from (B)(6) 1981 to (B)(6) 1981. Patient had hysterectomy and pelvic floor repair done for prolapse on (B)(6) 2016. Ethnicity: british or mixed british hysteroctomy. Diagnostic results (normal ranges are provided in parenthesis if available): [barium enema] on (B)(6) 2014: no significant abnormality. [Endoscopy upper gastrointestinal tract] on (B)(6) 2014: normal. [Gynaecological examination] on (B)(6) 2013: uterine cavity, both ostia seen. On (B)(6) 2016: she has first to second degree cervical descent, grade 2-3 anterior and posterior vaginal wall descent. The uterus was normal sized and mobile. Patient was performing regular pelvic floor exercises and the levator tone is good. On (B)(6) 2016: examination showed a 2nd degree utero-cervical descent with grade 1-2 anterior and grade 1 posterior aginal wall descent. [Hysteroscopy] on (B)(6) 2013: a good view of the uterine cavity was obtained. The device was successfully deployed into the right tube, right tube 4 coils visible, but unfortunately the left tube went into spasm and would not allow the device to be deployed in. [Pathology test] on (B)(6) 2013: macroscopy: fallopian tube measuring 65 mm in length. Microscopy: sections from the fallopian tube appear essentially unremarkable. There is no evidence of any malignancy. Summary: right fallopian tube - unremarkable. On (B)(6) 2014: duodenal. Macroscopy: two biopsies the larger measuring 2 mm. Microscopy: these are superficial duodenal biopsies showing no evidence of coeliac disease, parasites or neoplasia.; on (B)(6) 2016: uterus and cervix macroscopy: specimen consists of uterus with cervix measuring 90 x 50 x 35 mm. Uterus on sectioning unremarkable. Microscopy: the uterus comprises secretory phase endometrium. The cervix is essentially within normal limits. No malignancy is identified. Conclusion: benign uterus and cervix. [Ultrasound breast] on (B)(6) 2016: there is a tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic site. Probable cyst from a montgomery's follicle. On (B)(6) 2018: the ultrasound examination of the left breast in the area of concern, correspond to the palpable lump 12 o'clock position demonstrate a 10 mm cyst. Smaller other cysts identified. On (B)(6) 2020: ultrasound right breast in area of concern in rliq shows vague ill-defined area of 5.5 mm x 5 mm. M2 u2/3. Ultrasound guided core biopsy done with 14g needle, 2 cores obtained. Post biopsy marker placed under ultrasound guidance. No pathological nodes in right axilla. Moderately dense breasts. M2 left. [Ultrasound breast] on (B)(6) 2016: there is a tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic site. Probable cyst from a montgomery's follicle. On (B)(6) 2018: the ultrasound examination of the left breast in the area of concern, correspond to the palpable lump 12 o'clock position demonstrate a 10 mm cyst. Smaller other cysts identified. On (B)(6) 2020: ultrasound right breast in area of concern in rliq shows vague ill-defined area of 5.5 mm x 5 mm. M2 u2/3. Ultrasound guided core biopsy done with 14g needle, 2 cores obtained. Post biopsy marker placed under ultrasound guidance. No pathological nodes in right axilla. Moderately dense breasts. M2 left. [Ultrasound pelvis] on (B)(6) 2014: anteverted uterus with normal endometrial thickness. Both ovaries appear normal in size, shape and echotexture. No obvious adnexal masses, free fluid or cysts seen. Normal appearances of both kidneys and urinary bladder outline. On (B)(6) 2016: hysterectomy noted. No obvious hematoma seen within the pelvic midline. Normal left ovary. The right ovary appears to contain a hemorrhagic cyst measuring approximately 27 mm maximum diameter. There is a trace of free fluid seen surrounding this area. On (B)(6) 2016: both ovaries demonstrate normal ultrasound appearances. No obvious adnexal masses, collections or free fluid seen. Both kidneys demonstrate normal ultrasound appearances. The urinary bladder was full and outlines normally. Lot number: a90481. Manufacture date: 2013-01. Expiration date: 2016-01-31. Lot number: a63343. Manufacture date: 2012-10. Expiration date: 2015-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine prolapse ('uterine prolapse') in a (B)(6)-year-old female patient who had essure (batch no. A63343/a90481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 in 2005, multi gravida, sinus tachycardia, constipation, stress incontinence (since the birth of her 3rd child), uterine prolapse and vaginal prolapse. No gastric intestinal medical history, non-smoker and non-alcohol drink. Concurrent conditions included recurrent depressive disorder since (B)(6) 2011. Family history included irritable bowel syndrome (mother). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("essure device into the left tube,the device does not enter the tube successfully"), abdominal pain lower (" right iliac fossa pain ") and reflux gastritis ("reflux and gastritis"). On (B)(6) 2013, the patient experienced the first episode of anxiety ("anxiety with depression") and depression ("anxiety with depression"). In (B)(6) 2014, the patient was found to have fibroadenoma of breast ("fibroadenomas of the breast"). On (B)(6) 2014, the patient experienced the first episode of back pain ("pain in upper back, pain radiating into arms / pain increased"). On (B)(6) 2014, the patient experienced gastrointestinal motility disorder ("change in her bowel habits and she now gets loose bowel movement alternating with constipation"), abdominal distension ("abdominal bloating") and abdominal pain ("diffuse abdominal pain/ sharp pains / worse after meals"). On (B)(6) 2014, the patient experienced the second episode of back pain ("back pain"). On (B)(6) 2014, the patient experienced the first episode of irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2014, the patient experienced the second episode of irritable bowel syndrome ("irritable bowel syndrome"), intestinal haemorrhage ("irritable bowel syndrome with complication menorrhagia") and constipation ("irritable bowel syndrome with predominant constipation"). On (B)(6) 2015, the patient experienced arthralgia ("shoulder pain") and neck pain ("neck pain"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"), the second episode of anxiety ("anxiety"), oropharyngeal pain ("throat pain") and costochondritis ("costochondritis"). On (B)(6) 2015, the patient experienced pain in jaw ("jaw pain"). On (B)(6) 2015, the patient experienced breast lump ("a small lump on left upper quadrant in left breast") and lymphadenopathy ("lymphonode in her left axilla"). On (B)(6) 2015, the patient experienced axillary pain ("left axilla aches from prodding it"). On (B)(6) 2016, the patient experienced the third episode of anxiety ("anxiety"). In (B)(6) 2016, the patient experienced acne ("acne vulgaris"). On (B)(6) 2016, the patient experienced genital haemorrhage ("increase of bleeding / changing pad 3 hourly collection hematoma") and haemorrhagic cyst ("right ovary appears to contain a hemorrhagic cyst"). On (B)(6) 2018, the patient experienced breast mass ("lump in left breast laterality"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), breast cyst ("tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic") and stress urinary incontinence ("stress urinary incontinence / leakage episodes") and experienced post procedural haemorrhage ("spotting at first until last two days post hysterectomy"), lasting 2 days. The patient was treated with fluoxetine, lansoprazole and surgery (essure removal via laparoscopic right salpingectomy and laparotomy on (B)(6) 2013 and vaginal hysterectomy, anterior colporrhaphy on (B)(6) 2016). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the complication of device insertion had resolved. At the time of the report, the pelvic pain, uterine prolapse, abdominal pain lower, reflux gastritis, gastrointestinal motility disorder, abdominal distension, abdominal pain, the last episode of back pain, the last episode of irritable bowel syndrome, intestinal haemorrhage, constipation, arthralgia, neck pain, fibromyalgia, oropharyngeal pain, costochondritis, breast lump, lymphadenopathy, pain in jaw, axillary pain, depression, fibroadenoma of breast, the last episode of anxiety, breast cyst, post procedural haemorrhage, genital haemorrhage, haemorrhagic cyst, stress urinary incontinence, acne and breast mass outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, axillary pain, breast cyst, breast lump, complication of device insertion, constipation, costochondritis, depression, fibroadenoma of breast, fibromyalgia, gastrointestinal motility disorder, genital haemorrhage, haemorrhagic cyst, intestinal haemorrhage, lymphadenopathy, neck pain, oropharyngeal pain, pain in jaw, pelvic pain, post procedural haemorrhage, reflux gastritis, stress urinary incontinence, uterine prolapse, the first episode of anxiety, the first episode of back pain, the first episode of irritable bowel syndrome, breast mass, the second episode of anxiety, the second episode of back pain, the second episode of irritable bowel syndrome and the third episode of anxiety to be related to essure. The reporter commented: on (B)(6), during the essure placement procedure into the left tube, the device does not enter the tube successfully, the procedure was abandoned. She had the essure device deployed into her right fallopian tube in may and the clip was put on her left fallopian tube (unknown date). Since the initial procedure she has been having right iliac fossa pain and also she has been complaining of symptoms of reflux and gastritis and she request to removal of the essure. Essure removal was performed on (B)(6) 2013 via laparotomy and salpingectomy, findings during procedure uterus, tubes, ovaries, no endometriosis ¿ essure within tube thin adhesive caecum to right abdominal. She had a she had a vaginal hysterectomy, anterior colporrhaphy on (B)(6) 2016 as treatment to uterine prolapse and the surgery was straightforward without any problems and she was discharged home on day 1. On (B)(6) 2020 she complains of a lump in her left breast. She noticed this 4 weeks ago. She has had a cyst in her left breast before, but this was not aspirated. She also had told that she had a lesion diagnosed in the right breast. Diagnostic results (normal ranges are provided in parenthesis if available): barium enema - on (B)(6) 2014: no significant abnormality. Endoscopy upper gastrointestinal tract - on (B)(6) 2014: normal. Gynaecological examination - on (B)(6) 2013: uterine cavity, both ostia seen.; on (B)(6) 2016: she has first to second degree cervical descent, grade 2-3 anterior and posterior vaginal wall descent. The uterus was normal sized and mobile. Patient was performing regular pelvic floor exercises and the levator tone is good.; on (B)(6) 2016: examination showed a 2nd degree utero-cervical descent with grade 1-2 anterior and grade 1 posterior vaginal wall descent.. Hysteroscopy - on (B)(6) 2013: a good view of the uterine cavity was obtained. The device was successfully deployed into the right tube, right tube 4 coils visible, but unfortunately the left tube went into spasm and would not allow the device to be deployed in.. Pathology test - on (B)(6) 2013: macroscopy - fallopian tube measuring 65 mm in length. Microscopy - sections from the fallopian tube appear essentially unremarkable. There is no evidence of any malignancy. Summary - right fallopian tube - unremarkable.; on (B)(6) 2014: duodenal macroscopy - two biopsies the larger measuring 2 mm. Microscopy - these are superficial duodenal biopsies showing no evidence of coeliac disease, parasites or neoplasia.; on (B)(6) 2016: uterus and cervix macroscopy - specimen consists of uterus with cervix measuring 90 x 50 x 35 mm. Uterus on sectioning unremarkable. Microscopy - the uterus comprises secretory phase endometrium. The cervix is essentially within normal limits. No malignancy is identified. Conclusion: benign uterus and cervix.. Ultrasound breast. On (B)(6) 2016: there is a tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic site. Probable cyst from a montgomery's follicle.; on (B)(6)2018: the ultrasound examination of the left breast in the area of concern, correspond to the palpable lump 12 o'clock position demonstrate a 10 mm cyst. Smaller other cysts identified. Ultrasound pelvis - on (B)(6) 2014: anteverted uterus with normal endometrial thickness. Both ovaries appear normal in size, shape and echotexture. No obvious adnexal masses, free fluid or cysts seen. Normal appearances of both kidneys and urinary bladder outline.; on (B)(6) 2016: hysterectomy noted. No obvious hematoma seen within the pelvic midline. Normal left ovary. The right ovary appears to contain a hemorrhagic cyst measuring approximately 27 mm maximum diameter. There is a trace of free fluid seen surrounding this area.; on (B)(6) 2016: both ovaries demonstrate normal ultrasound appearances. No obvious adnexal masses, collections or free fluid seen. Both kidneys demonstrate normal ultrasound appearances. The urinary bladder was full and outlines normally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the following information were updated: new reporters, initial letter of middle name of primary reporter, date of birth; medical history; lab test; lot number; on event essure device into the left tube,the device does not enter the tube successfully; right iliac fossa pain; reflux and gastritis; pain in upper back, pain radiating into arms / pain increased; change in her bowel habits and she now gets loose bowel movement alternating with constipation; abdominal bloating; diffuse abdominal pain/ sharp pains / worse after meal; irritable bowel syndrome; irritable bowel syndrome with complication menorrhagia; shoulder pain; neck pain; fibromyalgia; anxiety; throat pain; costochondritis; a small lump on left upper quadrant in left breast; lympho node in her left axilla; jaw pain; left axilla aches from prodding it; depression; fibroadenomas of the breast; uterine prolapse; tiny subcutaneous periareolar cyst measuring approximately 4 mm at the symptomatic; spotting at first until last two days post hysterectomy; increase of bleeding / changing pad 3 hourly collection hematoma; right ovary appears to contain a hemorrhagic cyst; stress urinary incontinence / leakage episodes; acne vulgaris; lump in left breast laterality. Last name was exchanged from (B)(6), date of implant from (B)(6) 2014 to (B)(6) 2013. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.